Event description:
Numerous health problems: poor immune system, pain/burning feeling in chest, neck and right arm for years, capsules extremely hard, little neck mobility, chronic cough for several years, vision problems, high blood pressure, mvp, problems sleeping, needed hysterectomy at age 40. Breast implants were ruptured at at times of removal.